Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of a staple line failure, which could potentially be related to a product problem. Corrected information can be found the following fields: b1 and annex g b1 updated from "adverse event" to "adverse event and product problem" annex g updated to include (B)(4) as complaint is related to the staple.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10. 61, 67: intuitive surgical, inc. (Isi) has received four green sureform stapler 60 reloads (part # 48360g-08) associated with this complaint. The four stapler reloads were visually inspected. Three of the four stapler reloads were found to be used. The three stapler reloads were disassembled in-house for inspection and no cartridge damages were found. However, the blade of one of the three stapler reloads was found to be damaged. The fourth green sureform stapler 60 reload appeared to be unused and unfired. No physical damage was observed with the stapler reload. No pushers of the staples were found at the bed surface of the cartridge. The stapler reload knife was still concealed at the proximal end of the cartridge. The stapler reload cover was still secured on the body of the stapler reload. The stapler reload was successfully installed on a sureform stapler 60 instrument. The unit was fired successfully. Staple formation on a test sheet was proper. The stapler reload was removed successfully off the instrument. Isi has also received three sureform stapler 60 instruments (part #480460-08) associated with this complaint and completed investigations. The instrument lot #s are as follows: #l90200113-0107, #l90200113-0108, and #l90200113-0109. Failure analysis investigations did not replicate nor confirm the customer reported complaint that tissue was pulling. The instruments were placed and driven on an in-house system. The instruments passed initialization tests. The instruments moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instruments clamped and fired successfully. In addition, the customer also returned two green sureform stapler 45 reloads (part # 48345g-01). Upon visual inspection, one of the stapler reloads appeared to be used and fired without any issues. The stapler reload was disassembled in-house for inspection and no damages were found. The other stapler reload was found to have the knife exposed within the knife track. The stapler reload was found to have a firing failure during in-house testing. The stapler reload was disassembled in-house and the instrument accessory was found to have blade and cartridge damage. No material was found missing. Furthermore, the customer returned a white stapler 30 reload (part #48630w-04; lot # m90191216-0057). An investigation has been completed. Upon visual inspection, the stapler reload appeared to be used and fired without any issues. The stapler reload was disassembled in-house for inspection. No damage was found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 25-may-2020, an isi field service engineer (fse) performed a field evaluation at the site. The fse was unable to reproduce the reported issue. Per the fse, the error logs looked clean and nothing unusual stood out in the logs. The fse performed a system test drive and no issues were identified. The circulating nurse informed the fse that there was resistance when inserting new instruments and during instrument exchange. The fse demonstrated the guided tool exchange and it's restrictions to the circulating nurse. The circulating nurse informed the fse that they have not had any recurrences of the reported issue since the event occurred. The fse instructed the customer to isolate the stapler instrument(s) used during the case. The circulating nurse indicated that no errors occurred during the reported event. Isi has requested for the green sureform stapler 60 reloads and instrument to be returned for evaluation. Isi has also requested for a copy of the procedure video for review. However, as of the date of this report, the stapler instrument, stapler reloads, and video have not been received. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The logs indicate that three sureform stapler 60 instrument (part # 480460-08; lot # l90200113-0107, -0108, and -0109) were installed on usm # 2 at different times and a total of five green sureform stapler 60 reloads were fired with the instruments. All firings were completed per the logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy procedure, a hole in a staple line was identified on stomach tissue after a green sureform stapler 60 reload was fired with a sureform stapler 60 instrument. As a result, the surgeon over-sewed the staple line defect with sutures. At this time, the cause of the customer reported failure mode and intra-operative complication is unknown. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date not applicable because the product is not implantable.

Event description:
It was initially reported that during a da vinci-assisted esophagectomy procedure, a staple line failure was identified and as a result, the surgeon had to "over-sew" the staple line to ensure proper closure. On 15-jun-2020, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta), and gathered the following information: the cta was not present during the case which was recorded on video. The cta was reportedly informed by the customer that when the surgeon fired a sureform stapler reload on stomach tissue, the tissue ¿slipped forward.¿ the cta was informed that the staple line appeared a little off. As a result, the surgeon over-sewed the staple line. On 15-jun-2020, isi also contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon indicated that the first staple line he created was perfect. Prior to attempting to create a second staple line, the surgical staff allegedly encountered an issue where resistance was felt during installation of the sureform stapler 60 instrument. After the surgical staff checked the cannulas and draping, they were able to install the instrument without any issues. During his attempt to create the second staple line using a sureform stapler 60 instrument with a green stapler 60 reload installed, a stapling issue occurred. The surgeon explained that he got a successful clamp and fired the green stapler reload across stomach tissue which he described as not being too thick. During the firing process, the blade allegedly dragged the tissue along the length of the stapler reload. As a result, the stomach tissue was torn. A new green stapler reload was installed and there were no clamping issues prior to attempting to fire the reload. While firing the second green stapler reload, the stomach tissue allegedly dragged along the length of the stapler reload again and the staple line came apart. The surgeon identified a hole in the staple line and therefore closed the defect with sutures. The surgeon completed the surgical procedure using a sureform stapler 45 instrument. The patient was discharged home on post-operative day # 7 or 8. No post-operative complications have been reported. The surgeon indicated that the surgical staff put the sureform stapler 60 instrument aside for return to isi. He did not know if the stapler reloads were available. He mentioned that the procedure was recorded on video.